Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she began getting high results on the subject meter at 8am on (B)(6) 2017; however, no results were provided for this time. She reported that on an unspecified date and time, she obtained an alleged inaccurately high blood glucose result of 497 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication of metformin and pioglitazone. She indicated that around 12 noon on (B)(6) 2017, she consumed less food/drink. She reported that about a week prior to the start of the alleged inaccuracy issue, she felt ¿shaky and light headed¿. She indicated that sat down when she felt the symptoms. No treatment above and beyond the normal diabetes care and management routine was reported. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky and light headed, while using the meter. Although the symptoms started prior to the date of the alleged inaccuracy, the subject meter could not be ruled out as a cause or contributor to the event.